Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system but did not replicate the reported event. Upon testing the system, the company service representative noted a burning odor. The laser module and the interface extender printed circuit board (pcb) were replaced to address the burning smell. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the customer confirming there was no patient harm.

Manufacturer narrative:
Additional information provided in event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser malfunctioned during a procedure. Additional information has been requested.